Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.